Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular events on or about (B)(6) 2012 and (B)(6) 2013 and subsequently expired on or about (B)(6) 2013 after the use of the product.

Manufacturer narrative:
This is one event (death) of three events reported for the same pt involving three separate products.